Event description:
According to technician upon diagnosis wires of hand control were frayed and exposed.

Manufacturer narrative:
According to technician upon diagnosis wires of hand control were frayed and exposed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.